Manufacturer narrative:
The device was explanted and returned for analysis. Visual inspection found the lead was returned in two pieces and the distal end of the lead was missing contacts 1-4. The lead body was stretched and conductor wires were exposed. The damage likely occurred when the lead caught on the patient's scar tissue during removal. A review of the manufacturing records found no evidence of nonconformities related to the nature of the complaint.

Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during a scheduled lead revision procedure, the physician had to use significant force due to patient's scar tissues and as a result, the lead was torn near the proximal end (which is inserted into ipg) during the removal. All pieces of the lead were removed from the patient and no injuries were reported. The revision was completed without further issues and the patient is currently using the device to find effective therapy.